Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that 10 days following an intraocular lens (iol) implant procedure, a patient experienced mattering around eyes, watery eyes and double vision. The patient was unhappy. The surgeon also reported that the surgical plan was that the iol be at 88 degrees. The lens was at 110 degrees on the 10th postoperative day. Additional information was provided that an iol rotation procedure was performed 3 weeks following the initial implant procedure.